Manufacturer narrative:
(B)(4). Date sent: 12/21/2022. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pn150 device was returned with no damage in the external components. In addition, the packaging opened was returned along with the instrument. The instrument was functionally tested in order to evaluate the reported incident and during the analysis, it was noted that the blunt stylet did not returned to the original position leaving the sharp needle expose. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot 855a18 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the top of the device does not bounce back when used. No patient consequence.